Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and abscess ('abcess') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included fibroids, nausea and lethargy. Previously administered products included for birth control: mirena in 2009. Concurrent conditions included urinary incontinence, lower abdominal tenderness, ovarian cyst, nausea and lethargy. Concomitant products included medroxyprogesterone acetate (depo-provera) for bleeding genital. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), abdominal pain ("pain (abdominal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2015- hyst(full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals and alopecia had resolved and the abscess and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal), bleeding (menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : new event added- abcess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and abscess ('abcess') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included fibroids, nausea and lethargy. Previously administered products included for birth control: mirena in 2009. Concurrent conditions included urinary incontinence, lower abdominal tenderness, ovarian cyst, nausea and lethargy. Concomitant products included medroxyprogesterone acetate (depo-provera) for bleeding genital. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abscess (seriousness criterion medically significant), abdominal pain ("pain (abdominal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2015- hyst(full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals and alopecia had resolved and the abscess and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain (dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal), bleeding (menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and dysmenorrhoea ('dysmennorhea (cramping)') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included fibroids, nausea and lethargy. Previously administered products included for birth control: mirena in 2009. Concurrent conditions included urinary incontinence, lower abdominal tenderness, ovarian cyst, nausea and lethargy. Concomitant products included medroxyprogesterone acetate (depo-provera) for bleeding genital. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("pain (abdominal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2015- hyst(full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals and alopecia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain (dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal), bleeding (menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet and mr received, new reporter, patient demographic , patient relevant information, concomitant medication ,new event abnormal bleeding (vaginal, menorrhagia) and event outcome were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2015- hyst(full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and allergy to metals had resolved and the alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain (dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal), bleeding (menorrhagia (heavy menstrual bleeding). Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), nickel allergy, hair loss, she did not underwent essure confirmation test. Event outcome was updated for the events: dysmenorrhea, dyspareunia, ,pelvic pain, abdominal pain, menorrhagia, nickel allergy. Case became incident. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.